Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria. Accessory kit model 3550-29, lot# u implanted: unk, explanted: unk, lead model unk, lot# unk implanted: unk, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their leads and extension removed, due to infection. At a later date, the physician intended to replace only the lead, but realized that the extension was also missing. The hcp did not have an extension in stock, so they implanted a different neurostimulator. The patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.